Manufacturer narrative:
(B)(4). The complaint rt134 non-heated adult breathing circuits have been received at fisher & paykel healthcare in new zealand for evaluation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that two rt134 adult unheated breathing circuits failed the leak test on a servo-I ventilator. This was found during the setup check and prior to patient use.